Manufacturer narrative:
Boston scientific has been unable to obtain additional information regarding the patient outcome, despite good faith efforts.

Event description:
It was reported that a tip detachment occurred. A 300 cm x 10 cm fathom -14 was selected for use. During the procedure, the end of the guidewire detached while in the artery and was left with the patient.